Event description:
It was reported that this patient was informed this right ventricular (rv) lead was fractured and will be replaced. The patient was put on a waiting list for the revision procedure. The lead remains in service at this time and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.